Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision was selected for implant using a large flexnav delivery system. Calcium was noted extending from the annulus between the non-coronary cusp (ncc) and left coronary cusp (lcc) extending into the left ventricular outflow tract. The length of the membranous septum was 2mm. Starting rhythm was sinus. Pre-dilation was performed with a 22mm non-abbott balloon. After pre-dilation the patient went into left bundle branch block (lbbb). The valve was implanted with a final depth of 3mm from the non-coronary cusp (ncc). The lbbb resolved on its own prior to patient transfer to recovery. The patient was monitored and discharged on (B)(6) 2026. The following day on (B)(6) 2026 the patient passed away. The cause of death was unknown.